Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. The patient was using an insulet omnipod5 insulin pump at the time of the event. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a ketone value of 3.0 mmol/l, being thirsty and stomach discomfort. The cgm was reading low and the blood glucose reading was 28.8 mmol/l. The patient was taken to the hospital and was treated with insulin and paracetamol. The patient was discharged from the hospital after 5 hours. At the time of the report the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).